Event description:
It was reported by service report that the bed had cracked siderail panels and footboard clamshell. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - cracked siderails and footboard panels with exposed sharp edges and vectors that could allow for fluid ingress.